Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200-305 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer uses the infusion sets for more than 2 days. Tandem technical support advised the customer that using infusion set for longer than 2 days is off label.